Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The product was a manufactured prior to countermeasures due to a design change of the power switch. It is likely the power switch was damaged due to the amount of operating force applied to the power switch and the number of times exceeding the expected value.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The customer's report of the device not working due to power switch failure was confirmed. It was recommended that the device undergo a software upgrade. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer contacted olympus to report the evis exera iii video system center was not working. During evaluation of the customer's returned device, the power switch could not be turned on. This report is being submitted for the power switch failure found at estimation. There was no patient/user injury or harm reported to olympus.